Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Svd is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Leaflet tears and leaflet disruptions occurring over time are a form of svd that may ultimately result in significant regurgitation requiring replacement of the valve. Without additional information or return of the device, the root cause of this event cannot be determined. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve explant through review of article: "sudden bioprosthetic mitral valve dysfunction years after implantation: 3 cases and review of the literature" by acta clinica belgica. 2017. Issn: 1784-3286 (print) 2295-3337 (online) journal homepage: http://www.tandfonline.com/loi/yacb20 the literature article states an edwards porcine mitral valve bioprosthesis, implanted for approximately eight (8) years, was explanted due to massive mitral regurgitation, secondary to prolapse of one of the valve leaflets. On explant, a rupture of one of the valve leaflets was noted. An edwards perimount magna mitral ease pericardial valve was implanted in replacement.